Manufacturer narrative:
This event was discovered when pmt initiated a voluntary, proactive chart review of over 400 patients to explore and collect data regarding the clinical performance of pmt devices in real-world use. In this case, the event was not reported as a complaint by the customer and there was no device defect or malfunction related to the device at time of surgery. A (B)(6) year old female patient underwent successful multi-level circumferential fusion. Six months post-operatively, the patient reported muscle spasms and pain. CT confirmed malposition of the device at c4-c5 level. The cage was removed with no subsequent clinical sequalae. The patient is doing well and no subsequent issues have been reported.

Event description:
(B)(6) year old female patient underwent successful multi-level circumferential fusion. Six months post-operatively, the patient reported muscle spasms and pain. CT confirmed malposition of the device at c4-c5 level. The cage was removed with no subsequent clinical sequalae.